Event description:
Customer alleges he tilted in his seat and chair tipped backwards landing on the floor. Paramedics were called to get him in bed and assess if injury. No injury found.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The consumer passed away from unrelated medical issues in july. No further information received. No further action to be taken. Device not evaluated.

Event description:
Customer alleges he tilted in his seat and chair tipped backwards landing on the floor. Paramedics were called to get him in bed and assess if injury. No injury found.